Manufacturer narrative:
Correction on initial report: the suspect device is now a disposable product and requires a new manufacturer report number. Please reference manufacturer report number 9616066-2017-00931 for MDR reporting.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the patient was receiving an amiodarone infusion at 0.5 mg/min. At 13:00 a new bag was hung and at approximately 17:30 the pump alarmed "air in line." The rn noted that the IV bag was empty and a large puddle of clear fluid was found under the pump and on parts of the bed. Md was notified and an order to discontinue the IV infusion and transition to oral medication was given. The patient's vital signs remained stable with no EKG or blood pressure changes noted. There was no report of patient harm.